Manufacturer narrative:
(B)(4). Summary of investigational findings: the investigation is based on event description and images of product. The image shows a filter in a normal, unexpanded configuration and the filter legs appear correctly folded. Unable to determine the exact reason why the filter is unexpanded, but it may be caught in a side branch or a thrombus. Also, if a clot is turning into fibrin formation during the procedure, this may prevent the filter legs from expanding. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: during retrieval of the filter it was noted that the device was not fully open and had not anchored. Access jugular vein (right). Introducer 5f pig tail in ivc for cavography. Then catheter in kidney and filter placement below kidney. Release of the filter below renal artery. Filter did not open. Physician said: correct placement, correct release, correct filter in the sheath. When the filter was not open correctly and was not anchored we retrieved the filter immediately with the tulip retrieval system. Patient outcome: no additional procedures needed to be performed. No adverse effects on the patient were reported.